Event description:
Developed deep tissue injury after treatment of wart on top of great toe.

Manufacturer narrative:
The laser was evaluated by cutera fse for a separate issue. There were no error codes or operational issues during the treatment. The laser was found to be operating within specification. CAPA 12-002 originated by this writer: "deep tissue injury" and "prolonged wound healing" will be added to the following documents: guidelines, patient informed consent form template - treatment of warts". Operator manual. Educate cutera sales staff & clinical trainers.